Event description:
Gamma target device broke while the surgeon introduced the nail. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of eval: eval results suggest that the event was attributed to repeated sterilizations. This instrument is of the old design. Corrective action has been implemented.